Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 12/28/2018. It was reported that a 28-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 475cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. The device was received with no fluid. White and red material was observed within the device and white material was observed on the shell surface. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was not confirmed. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this time is not possible to determine the origin of the white and red material observed. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 475 cc saline prosthesis, catalog #3502475, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 475 cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 11/28/2018. The explant date of (B)(6) 2018 was obtained. Additional information was received on 11/30/2018. The patient experienced breast ptosis in addition to the deflation previously reported. When they devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate plus profile 300cc saline prostheses was performed. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).